Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 203, 90mg/dl. Tests were done within 11-20 minutes with a difference of 68%. Patient did not experience any adverse events. No further information has been reported. Note: customer was using expired control solution.